Manufacturer narrative:
As received, a complete lead without a guidewire was returned in one piece for analysis. A guidewire was able to be fully inserted inside the lead and removed without difficulties. Lead leak test did not find any leaking. Visual and x-ray inspections of the lead did not reveal any anomalies.

Event description:
During initial implant procedure, the guidewire was unable to advance into the left ventricular (lv) lead which resulting in a fracture of the lv lead. It was also noted that while liquid was used to purge the lead, the liquid was leaking at the connector of the lead. A new lv lead was successfully implanted to resolve the event. The patient was stable with no consequences.